Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the md placed the intra-aortic balloon (iab) via right femoral access through the side po rt sheath without incidence. After pumping was initiated, an alarm was received from the pump. The account can't remember if it was a high pressure or high baseline alarm and the strips were discarded. The iab was then visualized under fluoroscopy and found that the top 3cm (estimated) were not unwrapped / inflating. The md then decided to remove the iab as he did not want to attempt a manual inflation. The patient's act was elevated and subsequently sent to the cvicu (cardiovascular intensive care unit) to await iab removal when act within normal limits for discontinuation. The pump was kept off during this time; rn reporting stated this was approximately 20 minutes. The iab was then removed by md in the cvicu without issue and the iab was saved. The clinical support specialist (css) confirmed that there were no signs / symptoms of an embolic (thrombus) event. The patient had been admitted to the cath lab due to stemi (segment elevation myocardial infarction). The md did not perform pci (percutaneous coronary intervention), but rather will stage a pci (percutaneous coronary intervention) to the rca (right coronary artery) after lv (left ventricular) function has recovered. The patient was stable after iab removal and therefore he opted to not place a second iab. The patient was also on .9% ns kvo only. The patient remained in the cvicu and the plan was to discharge with a zoll lifevest and allow the ef (ejection fraction) to recover from the current estimate of 10% before intervening on the rca (right coronary artery) lesion.

Manufacturer narrative:
(B)(4). Additional information: added lot number and expiration date. Device evaluation: returned for evaluation was a 40cc 8.0fr fiberoptix sensor (fos) iab. The teflon sheath was approximately 25.2cm from the iab distal tip. The iab hemostasis cuff was connected to both the teflon sheath and cathgard. The pressure / injection line was connected to the iab luer. The one-way valve was tethered to the short driveline tubing. Some spots of blood were observed on the exterior of the bladder, sheath and bifurcate. Some liquid / blood was observed on the interior of the pressure / injection line and the teflon sheath sidearm. A kink was noted at approximately 73.7cm from the iab distal tip. A bend was noted at approximately 5.7cm from the iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. See other remarks section for continuation. Other remarks: the one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the intra-aortic balloon pump (iabp). The cal key was recognized. The fos was connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber was fully intact. The iab was submerged in water and leak tested. No holes or leaks were detected on the bladder membrane. Air was being released from the iab luer and the central lumen was observed broken. Upon further microscopic investigation the central lumen was confirmed broken at 73.7cm from the iab distal tip. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of iab would not inflate completely is confirmed. The iab was found kinked and the central lumen was broken. The root cause of the kink and broken central lumen is undetermined.

Event description:
It was reported that while in the cath lab the md placed the intra-aortic balloon (iab) via right femoral access through the side po rt sheath without incidence. After pumping was initiated, an alarm was received from the pump. The account can't remember if it was a high pressure or high baseline alarm and the strips were discarded. The iab was then visualized under fluoroscopy and found that the top 3cm (estimated) were not unwrapped / inflating. The md then decided to remove the iab as he did not want to attempt a manual inflation. The patient's act was elevated and subsequently sent to the cvicu (cardiovascular intensive care unit) to await iab removal when act within normal limits for discontinuation. The pump was kept off during this time; rn reporting stated this was approximately 20 minutes. The iab was then removed by md in the cvicu without issue and the iab was saved. The clinical support specialist (css) confirmed that there were no signs / symptoms of an embolic (thrombus) event. The patient had been admitted to the cath lab due to stemi (segment elevation myocardial infarction). The md did not perform pci (pe rcutaneous coronary intervention), but rather will stage a pci (percutaneous coronary intervention) to the rca (right coronary artery) after lv (left ventricular) function has recovered. The patient was stable after iab removal and therefore he opted to not place a second iab. The patient was also on .9% ns kvo only. The patient remained in the cvicu and the plan was to discharge with a zoll lifevest and allow the ef (ejection fraction) to recover from the current estimate of 10% before intervening on the rca (right coronary artery) lesion.